Event description:
We plugged the coblator wand into the werewolf generator which promptly flashed red and said equipment error. We unplugged the wand and did the standard trouble shooting but ended up opening a new wand to resolve the problem.